Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the clearlink administration set's tip broke off into the blue lumen on the patient¿s catheter. The tubing appears ¿flaky.¿ the broken tip could not be removed from the lumen. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The customer returned a section of tubing with a two piece male luer. A visual inspection identified that the male luer was separated from the tubing. Upon closer inspection it was found that there were considerable stress coloration on the luers surfaces and there are tool marks present in the luer. The cause of the reported condition could not be determined. A notification was sent to the supplier. Should additional relevant information become available, a supplemental report will be submitted.